Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced s blood glucose (bg) level of over 400 mg/dl. Elevated bg as addressed by a correction bolus via the pump as well as a manual insulin injection. Reportedly, the customer had assistance from a family member to take them to the emergency room for the elevated bg. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Customer was released 3 hours later. Tandem technical support performed a system check and informed customer that pump was performing as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.